Event description:
Started noticing extreme fatigue, shortness of breath, itching on back (that is now relevant under my breasts, head, ears), tinnitus, stomach issues, muscle aches, etc. Various lab work was performed by my primary care physician who stated nothing was wrong with me. Only know it is a double lumen breast implant (silicon interior/sal).